Event description:
It was reported that the system locked up and received errors during an exam, which required the patient to be re-exposed. It was determined that the system was losing communication with the array. After checking all cabling and fiber, reseating and adjusting connectors, and a full recalibration was done the system is working as intended.